Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid within the lead's lumen however in an attempt to insert a new stylet into the lead during laboratory testing was successful within the lead lumen. Boston scientific left ventricular leads are open lumen leads. Blood can enter into the lumen during the implant process prior to device attachment. In this case, this allegation in the field could not be confirmed due to the lack of resistance in wire insertion during laboratory testing.

Event description:
It was reported that during an implant procedure of a left ventricle lead, difficulty presented in inserting the guidewire into this lead. A new lead was eventually used to complete this procedure with no further issues. No adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.